Event description:
It was reported that the patient had his stimulator and leads replaced with boston scientific products. It was noted that the procedure date was in (B)(6) 2012, but the exact date was not known. No further details were given.

Event description:
It was reported that the patient had loss of stimulation/therapeutic effect. The patient had shocking/jolting sensation. The patient had less than 50% therapy relief. The stimulation was in the wrong location. The locations of symptoms were at low back and legs. The patient status was no injury. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2013 that the patient¿s device was explanted in 2011 because the leads fractured and migrated. The battery was heating up when the device was being charged. The explanted device was in the patient¿s keeping.

Manufacturer narrative:
(B)(4).